Manufacturer narrative:
Updated sections: b4, e1(email), g3, g6, h2, h10, h11. Corrected sections: b5, b6, b7, d10, h6(health clinical & impact).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) has a gas loss error. There was no patient involvement.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) has a gas loss error.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4,d9,e1(site country),g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, investigation conclusions),h10. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue did a complete pm and calibration. The fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.